Manufacturer narrative:
A companion sample was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Leak test was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reconstitution device was leaking during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.